Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: forceps elevator knob is detached; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal sheath rubber had a scratch; bending section cover or distal sheath rubber has a chip; adhesive on the bending section cover or distal sheath rubber had a crack; adhesive on the bending section cover or distal sheath rubber had a white-clouded area; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; distal end cover has a scratch; connecting tube has a scratch; connecting tube has a wrinkle; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; electrical contact of endoscope connector is deformed; protector of universal cord on scope connector side has a scratch; connecting tube has a wrinkle; universal cord has a scratch; paint on suction cylinder is peeled; control unit has discoloration; switch4 had a wear; and due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Additionally, confirmation of physical damage to the subject device at the foreign material residue point. The foreign material residue point was confirmed to be free from deformation. However, the reported event is likely due to insufficient reprocessing. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device. Correction to e1: establishment name: olympus, h6: impact code : 2645. Three gfe attempts were made no response.